Event description:
The customer stated the he tested his blood glucose using both of his breeze meters. One meter read 210 mg/dl, while this meter read 548 mg/dl to "hi". The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed normal control tests and received a result of 419 mg/dl. The normal control range was 114-165 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.